Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable insulation was found ruptured but functional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported rf (radio frequency) head has insulation breach on the cord. The rf head was returned for repair. No patient complications have been reported as a result of this event.